Event description:
The customer reported via phone call that their insulin pump had a button error alarm. The customer also reported a black circle on their insulin pump's screen. The customer was unable to clear the button error alarm. The customer could not recall bumping or exposing their insulin pump to moisture. It was also found removing the battery from the insulin pump for 30 minutes could not resolve the alarm. Customer's blood glucose was 188 mg/dl. The customer's insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.